Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose levels were 400 mg/dl at the time of call. Customer¿s wife also reported that the keypad was not responding properly and no delivery alarm. Customer stated that the insulin exited. Troubleshooting was declined. Customer was advised to discontinue use of the insulin pump, revert to a back-up plan and the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm due to buttons not responding. (B)(4).